Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report number (B)(4).the device has been requested to send it for investigation to (B)(4) in (B)(4). If we get technical investigation report, a follow-up will be created. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4):"underinfusion". Customer information: braun infusomat did not deliver hydration to the patient as programmed. As a result, the patient received much less fluid than programmed, and the treatment did not proceed as desired. Continuous 200ml/h programmed into the pump. In the morning, the nurse began to wonder how the same liter bag is still enough, even though it should have been calculated to be a new one a long time ago.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. It could be detected that the infusion therapy was started on (B)(6) 2020 with a flow rate of 100 ml/h and a vtbi of 1000 ml. 20 minutes later the rate was change to 200ml/h and one hour later to 100ml/h again. Several times the bolus was used. In the time from 11:27 pm to 03:19 am at the next day, the volume was changed several times. At 03.32 am on (B)(6) 2020 the volume was done and the infusion stopped during the visual inspection of the infusomat space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No damages could be detected. The self test of the device was performed. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +2,20 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the previous results of the performed investigations, only the upper housing part was removed for an inside investigation. No damages or soiling were found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The infusomat space works according the specification. No product deviation could be identified.